Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted for the treatment of esophageal cancer during an esophageal stenting procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed and a different device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code: a15: captures the reportable event of stent partially deployed.